Event description:
It was reported that the patient underwent a revision procedure wherein the lead was adjusted to provide better coverage on the left side. The lead remains implanted and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7122263.